Event description:
It was reported that a (B)(6) female patient underwent an augmentation reconstruction revision with two mentor memorygel breast implants and experienced bilateral capsular contracture post-operatively. As a result, the patient underwent bilateral implant explantation on an undisclosed date. The both explants were discarded. At the time of this report, mentor has received no information regarding the explantation date. If clarifying information becomes available, a supplemental report will be submitted. This report is for device side b.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).